Event description:
Information provided states that an m6-c was explanted in (B)(6) 2023. No information has been provided regarding the device identifiers nor the reason for removal of the m6-c device.

Manufacturer narrative:
The device identification has not been provided and the device is not available for investigation. Without the exact part number and serial number of the explanted device it is not possible to perform a review of the lot history records. A review of the risk management files was conducted and no new risks of the device were found. Rmf 0003 rev 36 line 12.75 - device explanted.